Manufacturer narrative:
The pump was received with a blank display. Unable to verify critical pump error (open book image) alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿corrosion was also found on the battery tube assembly noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The pump was received without a battery cap. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify critical pump error (open book image) alarm, perform the required testing, download history files and traces using thus due to a blank display. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was found on the force sensor, motor and vibrator assembly noted. ¿corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump was exposed to moisture, critical pump error with open book image and hyperglycemia. The customer was hospitalized. And the customer was treated with an IV insulin drip. The customer reported, a blood glucose value of 260 mg/dl. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kl. Troubleshooting was performed for critical pump error and not performed for high blood glucose. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, no product return is required for mmt-332a. Mmt-1780kl was requested. And the customer response, was the device will be returned. The customer will discontinue the use of the device mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.